Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that the ipg was no longer holding a charge.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.